Event description:
The pacemaker involved in this report has been found regularly in standby mode since the pt started a daily radiotherapy treatment on (B)(6) 2011. Can these switches to standby mode be caused by radiotherapy treatment?

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.